Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient heard the patient alert from the device. Patient also stated the "device is using the battery [five to six] times faster than it should". The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.